Event description:
Ous MDR - on (B)(6) 2015 before repositioning of the lead for dislodgement, eri status of the ICD was detected. Following investigation by the doctor, it was found that the patient had an MRI performed in the abdomen pelvic area without setting the ICD to the appropriate mode on (B)(6) 2015.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status eri, confirming the clinical observation. The memory content of the device was inspected. During the inspection of the available iegms noise was observed in all channels on (B)(6) 2015, leading to two charging cycles. Furthermore, the data showed that the battery status eri was activated at the same time due to reaching the maximum charging time of the defibrillation shock. The frequency and morphology of the sensed signals can be most probably attributed to strong external electromagnetic fields, indicating the beginning of the reported magnetic resonance imaging. At this date the MRI mode of the ICD was not activated. Next, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, within 20¿s charging time the specified energy level could not be reached. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. During the analysis of the electronic module, damages to a component of the electronic module were noted. Due to this damages the charging of a defibrillation shock was impaired. It is reasonable to assume that the damages were caused by the reported MRI scan. If a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary high current condition. This induced high current condition may possibly led to such rare events, like the observed damage of the electronic module and does not represent a device malfunction. In addition, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be fully functional. There was no indication of a material or manufacturing problem.